Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging between 47mg/dl to 50's mg/dl. The customer consumed glucose tablets and orange juice to address the bg level. The customer stated that the bg levels were caused by the personal profile settings being adjusted by their healthcare provider. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.